Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2015). The patient¿s meter and test strips have been returned on 5/6/2015 and evaluated by lifescan product analysis on 5/8/2015 and 5/20/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started to read inaccurately on ¿(B)(6) 2015 at 5:00pm¿, although no results were provided for this time. The patient manages her diabetes with a combination of medications including humalog and lantus insulin. The reporter denied that the patient had made any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate high results. The reporter alleged that on (B)(6) 2015 after lunch, the patient administered insulin, and ¿four and a half hours later he went into a coma¿. She reported that the emergency medical services (ems) was contacted and an ambulance arrived at 5:20 pm. She also reported that between 5:45 pm and 5:50 pm, a healthcare professional (hcp) administered treatment of ¿IV fluids¿. The reporter alleged that at 7:30 pm on (B)(6) 2015, the patient obtained blood glucose results of ¿156 and 161 mg/dl¿ with the subject meter, and 10 minutes later a result of ¿32 mg/dl¿ on an unknown ambulance meter. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. During troubleshooting, it was established that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The patient has used an approved sample site to obtain the results and had followed the correct testing steps. The cca walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient obtained inaccurate high readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms of severe hypoglycemia requiring hcp treatment, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.